Event description:
Flu like symptoms, altered mental status, few days ago chest pain. Atrial unipolar lead impedance warning on (B)(6) 2021. All at/af therapies disabled on (B)(6) 2020, because atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).